Manufacturer narrative:
(B)(4). Evaluation, results: (dislodgement), other (root cause of tvr unknown).

Event description:
One complete se stent was successfully implanted to the mid right sfa during the index procedure. Claudication of lower right extremities was reported 13 months post index procedure. A clinically driven tlr/tvr was performed. Investigator reported a possible relationship between the event and the device and no relationship between the event and the procedure.